Manufacturer narrative:
The t27 tip was twisted in the setscrew un-tightening direction (corresponding to the removal surgery). The entry of the internal t27 groove of the setscrew as well as the lobes corresponding to the minor diameter of the internal t27 groove are damage and are consistent with the attempt to dismantle the setscrew. The twist of the t27 screwdriver and the damage of the setscrew internal t27 groove are consistent with overloading applied to the driver during the removal of the setscrew. This conclusion doesn't support the event description which mentioned the screwdriver was broken while fixing the setscrew.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the tip of the screwdriver was broken while fixing the set screw. The screws could not be tightened all the way so they were removed and new screws were used to complete the surgery. Although the instrument was used in surgery, there were no reported patient complications.